Event description:
It was reported that pump displayed malfunction code 19 with fault ID 0x28f3 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.